Manufacturer narrative:
(B)(4) the customer reported the kits had broken sodium chloride bottles inside. The customer returned ten sealed kits from the same lot # reported for investigation. The actual complaint sample was not received. Each sealed kit was opened and visually examined. Visual examination of all ten kits revealed none of the ampules in the kit appear to be damaged or broken. The reported complaint of the kit having broken sodium chloride bottles inside could not be confirmed based on the sample received. A device history record review was performed on the saline solution ampule and the epidural kit with no relevant findings. The investigation found no evidence to suggest a manufacturing related cause. Based on the visual inspection, there were no issues found with the returned sample. No further action is required at this time.

Event description:
It was reported that: "we have had some kits all had broken sodium chloride bottles in the kits. The liquid was dried up but there were shards of glass in the kit. All with the same lot number". Associated complaints 9680794-2025-00881, 9680794-2025-00886, 9680794-2025-00889, 9680794-2025-00890, 9680794-2025-00891, 9680794-2025-00892, 9680794-2025-00893, 9680794-2025-00894, 9680794-2025-00884, 9680794-2025-00885 and 9680794-2025-00880.